Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
A philips field service engineer (fse) was onsite at the hospital performing unrelated work when the customer informed him of an audio issue involving the information center on one clinical unit. No patient harm was reported.